Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. The physician has expressed concerns with the device's longevity. The device has been returned for analysis. A new guidant device was succesfully implanted.